Event description:
It was reported that one day post operatively the right ventricular (rv) lead no longer captured when tested. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.